Manufacturer narrative:
(B)(4).

Event description:
A patient reported that they were unable to adjust their stimulation. A power on reset (por) condition was noted. The device had displayed a "call your doctor" icon. The por condition was later cleared via the patient following instructions given by a company representative. The reported issue was noted as having resolved. Additional information has been requested, but was not available as of the date of this report.